Event description:
The following was reported to the hamilton medical ag: summary: panel error / connection lost (tn (B)(4)) with panel reconnection (tn (B)(4)). Detailed complaint and failure description: alarm during ventilation,panel connection lost", black screen occurs for 3 seconds and ventilation continues normally. Ip esm board faulty.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: panel error / connection lost (tn (B)(4)) with panel reconnection (tn (B)(4)). The "panel connection lost" alarm was triggered while ventilation a patient. Ventilation was not interrupted. Neither harm to patient, user or third party nor a treatment delay was reported. The pre-analysis did result in a root cause found. The ip and vu esm sensor have been identified to be the faulty components. Correction: replacement defective components.